Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a blank screen with a continuous alarm. A hard reset was performed however this did not resolve the issue. No patient injury reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received by the manufacturer and attached on 10 october 2022, no patient was involved.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test was performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with the top case was chipped. The bottom case had a standoff broken off. The right plunger case was damaged. There was evidence of the error recorded in the event history log. The reported problem - primary audible alarm post error - was not duplicated; the investigation was unable to determine the intermittent of the error. The speaker and interconnect printed circuit board were carefully inspected and no physical or any other damage was found. The speaker was replaced as a preventative measure. No fault was found as the error was not repeated during testing. Problem source unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.